Event description:
It was reported that patient presented for follow-up in clinic. It was noted that patient's atrial lead had dislodged. The lead was explanted and replaced as a result. There were no patient consequences.